Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultra meter was displaying the battery indicator. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on two days earlier. It is not clear if the pt was still able to test on the meter after this issue began (if the battery sign appeared on the display without the mg/dl, then the power of the battery is too low to run a test. If the mg/dl was also displayed the +/- symbol then the pt can complete about 50 more tests from the time the symbol first appears). The pt also mentioned that she experienced symptoms of being sweaty and shaky after the reported issue began. However, she reportedly took to diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. She was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. It was determined that the pt had not changed the battery per the owner's manual (use error). This complaint is being reported because the pt claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. The pt did not receive medical attention. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.